Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device was programmed with multiple boluses and basal rates and monitored; the boluses and basal rates were delivered and recorded properly in bolus history/basal review screen. Daily totals recorded correct amounts of units. No delivery anomaly was noted. The insulin pump was also received with a scratched lcd window. Unable to perform the motor test due to the device being held for pending volume accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was inspected and tested. The motor passed motor test and no motor noise noted during rewind.

Event description:
It was reported that the insulin pump did not deliver insulin. The blood glucose reading was 444 mg/dl, which the customer treated using the insulin pump. The customer's mother stated that the basals were not being delivered but that the boluses had been. She noted that she had not had assistance with programming the device. No symptoms of high blood glucose were observed. Verified the programming was correct and customer had been following proper protocol. The mother also stated that when the device was rewound it got louder. Advised replacement of the insulin pump. Nothing further reported.